Event description:
Olympus was informed that during a transurethral prostate enucleation using lumenis laser unit, users experienced loss of an endoscopic image when outputting laser. The procedure was completed with the use of similar device. There was no report of any pt harm.

Manufacturer narrative:
Olympus followed up with the distributor of (B)(4) to obtain additional info regarding this report. The distributor of (B)(4) reported that they checked the subject device, there was no malfunction found. Per the distributor, the subject device was used for more than 6 procedures after this event and there was no problem occurred. The referenced device was not returned to olympus for eval. Olympus checked the manufacture history of the system device, there was no irregularity found. The cause of this event could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.